Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 77, 122 mg/dl. Tests were done within 10 minutes with a difference of 40 mg/dl. Patient did not experience any adverse events. Customer using expired control solution. No further information has been reported.